Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and blood glucose (bg) lowered to 49 mg/dl. Customer consumed carbohydrates and a glucose gel and drank juice to address bg. Reportedly, the customer felt dizzy due to the low bg event. Recommendation was made to consult with healthcare provider regarding diabetes management.